Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on the system and confirmed error 319 on universal surgical manipulator (usm) 1. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit displayed error 319 upon start-up. The spar rolling loop harness, including the fiber cable, were found to be damaged.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the staff received a recoverable fault on universal surgical manipulator (usm) 1. The customer stated that they recovered the error and now usm 1 is disabled. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and found error 319 indicating a communication issue on usm 1. The tse advised the customer to power cycle they system, however the customer stated that they tried that prior to calling. The tse then advised caller to hard-cycle and emergency power off (epo) the patient side cart (psc); however the error returned. The tse then assisted the customer with moving usm 1 out of the way so that they could continue with 3 usms. The procedure was completed as planned with no reported injury.